Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented via merlin.net. Upon review non sustained right ventricular oversensing due to post paced t wave oversensing was noted on the defibrillator. The patient did not receive any therapy during the oversensing. No intervention was reported.